Manufacturer narrative:
Bendit believed it had successfully initiated a web trader account and completed submitting all requisite test data prior to timely filing this 3500a. Unfortunately, the company recently recognized that this was not the case. As a result, this event is being filed retrospectively.

Event description:
The bendit21 microcatheter was used to access the aca aneurysm aneurysm in patient with highly tortuous blood vessel anatomy. Due to the extremely high tortuosity a significant articulation and torquing forces were applied to the catheter resulting in catheter breakage. Catheter was removed with no harm to the patient.